Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a limb extension on (B)(6) 2014. Patient had an additional secondary procedure on (B)(6) 2014 where the physician elected to implant two additional limb extensions. A follow up scan with the patient revealed a potential type 1a endoleak. The physician elected to implant a suprarenal aortic extension to seal the leak. The patient is in stable condition.